Manufacturer narrative:
This report was received from a study. Basu b;, mahapatra tks;, roy b;, schaefer f: efficacy and outcomes of continuous peritoneal dialysis versus daily intermittent hemodialysis in pediatric acute kidney injury. Doi 10.1007/s00467-016-3412-7. Pediatr nephrol. 23 february 2016 /revised: 27 march 2016 /accepted: 22 april 2016. It was reported that the event occurred on an unreported date in (B)(6) 2013 to an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, five pediatric peritoneal dialysis (pd) patients experienced peritonitis. The cause was not reported. It was not reported if the patients was hospitalized for the event. The patients were treated with an unspecified antibiotics for the event. At the time of this report, the patient's outcome and action taken with pd therapy were not reported. No additional information is available.